Manufacturer narrative:
Correction - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Manufacturer narrative:
Corrected the event description (implant date).

Event description:
On (B)(6) 2011, the patient underwent endovascular treatment of an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprostheses. On (B)(6) 2017, imaging identified a proximal type I endoleak on the trunk-ipsilateral leg component. Disease progression of the aortic neck is reportedly the cause of the endoleak. It was reported no aneurysm enlargement has been identified. On (B)(6) 2017, the patient was implanted with a aortic extender component to treat the proximal type I endoleak. Final imaging reportedly showed the endoleak had resolved. The patient tolerated the procedure.

Manufacturer narrative:
(B)(4). UDI - (B)(4). Medication's - omeprazole, fenofibrate, trazodone, bupropion, allopurinol, humalog, oxcarbazepine, potassium, voltaren, tramadol, magnesium, lasix, losartan, valtrex, acetaminophen, and lantus. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprostheses instructions for use, adverse events which may occur and require intervention include endoleak.

Event description:
On (B)(6) 2008, the patient underwent endovascular treatment of an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprostheses. On (B)(6) 2017, imaging identified a proximal type I endoleak on the trunk-ipsilateral leg component. Disease progression of the aortic neck is reportedly the cause of the endoleak. It was reported no aneurysm enlargement has been identified. On (B)(6) 2017, the patient was implanted with an aortic extender component to treat the proximal type I endoleak. Final imaging reportedly showed the endoleak had resolved. The patient tolerated the procedure.